Event description:
It was reported that 53 days after a coronary artery drug eluting stenting procedure the pt was readmitted to the hospital with chest pains of moderate severity. The index procedure treated one target lesion. Target lesion 1 was a 2.9 mm vessel diameter, 95% stenosed region of the mid left anterior descending artery (lad). This lesion had a thrombus present prior to treatment. The physician treated this lesion by direct stenting with one taxus express2 8.8% 3.0x12 mm (lot 6986569) drug eluting stent. It was reported that there was a visiable thrombi at the lesion post stent. The pt was discharged 3 days post index procedure receiving asa, and plavix. The site reported that the pt was readmitted to the hospital with chest pains of moderate severity 53 days post index procedure. The action taken to remedy the condition was reported as hospitalization. The site reports that the condition has been resolved.